Event description:
A customer's daughter reported the unit of measurement setting of her mother's unlocked freestyle flash meter changed. The customer obtained a reading of 48.6 and took a double insulin dose. The customer's daughter found her in a non-responsive state. A reading of 17.4 was obtained. Paramedics were called and the customer was given a sugary drink and a biscuit. The meter is one where the customer could inadvertently change the units of measurement.

Manufacturer narrative:
Complaint confirmed. Tested returned unit. No mfg parameters found out of spec. However, uom was selectable and was rec'd at mmol/ls. Errors none observed in the error log indicating battery droop. Meter is operable. Customers and retailers have been informed through the fa16may2006 letter.